Manufacturer narrative:
Attempts to gain further information were not successful. No repair information available. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s. And therefore this information is not provided due to country privacy laws. (B)(4).

Event description:
Per (B)(6) database: the hospital reported loss of mechanical ventilation for 10 seconds and then mechanical ventilation resumed. There was no report of patient injury.